Event description:
Report received of a programming error resulting in a patient receiving 10mg of dilaudid instead of the intended 8mg limit. The physician orders were for pca plus continuous mode, with a 0.2mg/ml concentration. The settings were a continuous rate of 1ml/hr, pca dose of 1ml, no loading dose and an 8ml 1-hour limit. Approximately 24 hours after the infusion was initiated a nurse noted that the pump had inadvertently been programmed for a 10ml 1-hour limit. The patient had received an extra 2ml of dilaudid. The physician's orders were clarified and the nurse changed the 1-hour limit to 8ml. The reporter stated that the infusion was resumed for another 24 hours. There was no impact to the patient and no intervention was required. Although requested, no additional information was provided.